Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing; myopotential inhibition episode. In clinic review, the right ventricle lead exhibited decreased r wave amplitude. The right ventricle lead was explanted and replaced. Patient was stable.